Event description:
It was reported that pump experienced malfunction with displayed code, and no notable events occurred prior to the issue. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was assisted with resetting pump, did not experience recurring malfunction after reset, was advised to continue using pump, and was instructed to call back if malfunction returned, which customer acknowledged and understood.